Event description:
It was reported to resmed by a coroner's office in (B)(6) that a pt being treated with a resmed vpap iii st-a quicknav device died while being transported within the hospital. The vpap iii st-a device, which had a water-filled humidifier attached to it, fell over while the pt was being transported. The vpap iii st-a device then stopped functioning. The pt's health prior to the incident and details of other co-morbidities are not available.

Manufacturer narrative:
Internal inspection of the vpap flow generator found water ingress in the motor assembly as well as on the electrical circuitry including the control circuit and the power supply circuit. The returned flow generator was attached to the f&p humidifier unit, and the field report described the device and the humidifier falling over. Therefore it is concluded that water from the f&p humidifier is the most likely cause of the water ingress into the vpap flow generator. Data downloaded from the device indicated there were no system error prior to this event, and there is a record of a power fail alarm operating to specification.